Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Electrode 1 met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
This report includes an updated event description and updated health impact code. During an atrial flutter substrate modulation procedure, a pericardial effusion occurred which required a pericardiocentesis to stabilize the patient. A first ablation point was performed when a high impedance was noted while the temperature, electrical signals, and contact were all normal. A second electrocautery plate was placed on the patient which reduced the impedance and the catheter irrigation was increased. Ablation was continued until hypotension was observed. A transthoracic ultrasound was done which revealed a pericardial effusion, perforation located in the right atrium at the cavotricuspid isthmus. A pericardiocentesis was performed and the patient is stable without sequelae.

Event description:
During an atrial flutter substrate modulation procedure, a pericardial effusion occurred. High impedance was noted while the temperature, electrical signals, and contact were all normal. A second electrocautery plate was placed on the patient which reduced the impedance and the catheter irrigation was increased.